Event description:
A pt with morbus wegener (medical condition) and resulting renal failure received 10 immunosorba (ia) treatments for three months in 2002 with one pair of ia columns. Pt responded well to treatment but developed elevated mercury, 305 ug/l after 9th treatment with symptoms of tremor, weakness, unclear speech, poor memory, dyspnea, dizziness and aggressiveness. The pt was admitted to a "detoxification center." His hg level at discharge was 20 ug/l. Adverse event occurred outside the united states.